Manufacturer narrative:
An investigation of the returned set screw showed that the threads are not deformed which indicates the set screw had not been cross threaded. However, an evaluation of the bottom set screw surface revealed unusual wear marks. The bottom surface is the surface which interacts with the rod to create a stable construct, therefore the wear pattern on this surface may be indicative of the screw performance. The expected set screw bottom surface pattern is as hour glass wear pattern resulting from a fully tightened set screw, normal to rod, with distributed loading of the rod. The explant set screws show wear marks that are unevenly distributed which indicates a non-normalized loading condition. Additionally, the mating rod does not exhibit the hour glass wear markings and instead contains a single wear mark along the length of the implant. The wear mark is indicative of a set screw failure mode in which slippage had transpired. Based on these findings, the explants indicate that set screw disengagement is a result of a non-distributed loading and non-normalized rod conditions at final lockdown.

Manufacturer narrative:
The explanted arsenal set screw is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
During 8 week post op visit, a review of the x-ray found one of the set screws had backed out of position. Revision surgery was conducted on (B)(6) 2019. The arsenal spinal fixation system was originally implanted on (B)(6) 2018 during a posterior lumber interbody fusion (plif) of the l4-5.